Event description:
It was reported that customer saw continuous glucose monitor error and needed help restarting sensor session. There was no reported adverse impact to the customer. Customer contacted support, completed pump reset with guidance, confirmed that error did not reappear after reset, and successfully started new sensor session.